Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome wouldn't travel smoothly and skipped. Patient was injured and there was a delay of 10 minutes reported. No further information is available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e2, e3, g4, g7, h2, h3, h4, h6, h10. Product review of the device by zimmer bimoet dover on (B)(6) 2020 revealed the device was out of calibration, the control bar position was incorrect, and the machined head had markings on it. Repair of the device was performed by zimmer biomet dover on (B)(6) 2020 which included replacement of the machined head and bearings. The control bar position was recalibrated/adjusted. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.